Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient's condition (bilateral iliac aneurysms) and operational context contributed to the event.

Event description:
Patient presented with a long aortic neck and bilateral iliac aneurysms; had successful implant of a bifurcated device and two cuffs used as limb extensions in the iliacs in 2007. A small, proximal type I endoleak was left at the end of the procedure that was thought to resolve itself. At a follow up visit, CT revealed a persistent proximal type I endoleak. On approx three months later, the patient was brought in to treat endoleak with a proximal cuff. Good seal was achieved at the end of the procedure and the patient is doing well.